Event description:
Healthcare professional reported via device tracking "others". Later, healthcare professional reported "capsular contracture of breast implant", baker grade unknown. Later, healthcare professional reported "grade IV". This record is for the left side. The device was explanted, replaced and discarded.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.